Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was patient's preference to have the ipg removed. There was no device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient¿s device was not working. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s device was not working. The patient will undergo an explant procedure.